Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported being told by technical business manager (tbm) that device replacement was needed, stating it was ¿giving insulin when it shouldn¿t.¿ no notes were found confirming this. Upon follow-up, tbm clarified he had only advised patient previously to contact customer service for pump issues and did not recommend replacement. Further discussion with patient revealed device maladaptation likely due to misuse: frequent meal announcements not adequately covering blood glucose (bg), and correction settings insufficient, leading to persistent hyperglycemia. Agent attached bionic report and scheduled advisory team review to determine whether a soft reset or factory reset is appropriate. Bg was affected and out of range for 90+ minutes. Bg was eventually corrected.